Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A software upgrade was performed at that time. Subsequently, the patient was re-evaluated, and the code 1003 alert was observed again. Based on these findings, the patient was scheduled for device replacement; however, it was reported that the patient is currently not suitable for replacement due to an active infection requiring antibiotic treatment for approximately two to three weeks. It was further reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) continued monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. As of this time, this device remains in service and no adverse patient effects were reported.